Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the rep received a call from the patient's husband indicating the device is turning itself off. The patient's husband indicated the patient does mess with the patient programmer. Caller reports it was suggested to husband to take the programmer away from the patient. Caller reported they received a call from the patient's husband today indicating the device is turning itself off. Reports patient takes her medication and about 1 t 1.5 hours later, the patient feels bad and than she checks her status with her patient programmer. Reports the husband does not check it. Caller reports now the left ins turns itself off and the right ins is fine, does not turn itself off. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that it was confirmed the wrong button was being pushed turning off the neurostimulator (ins). This was confirmed by the physician.